Manufacturer narrative:
(B)(4). The complaint opt944 adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A medwatch report from FDA reported on behalf of a healthcare facility in (B)(6) that the opt944 adult nasal cannula was not providing flow to the patient. It was reported that the patient oxygen saturation level decreased to 70% spo2. The nasal cannula was replaced and the patient oxygen saturation level improved. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information initially provided by the customer and our knowledge of the product. Result: the customer reported that the opt944 optiflow + adult nasal cannula was not providing flow to the patient. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt944 optiflow + adult nasal cannula would have met the required specification at the time of production. The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A medwatch report from FDA reported on behalf of a healthcare facility in california that the opt944 optiflow + adult nasal cannula was not providing flow to the patient. It was reported that the patient oxygen saturation level decreased to 70% spo2. The nasal cannula was replaced and the patient oxygen saturation level improved. No further patient consequences were reported.